Event description:
In 2008, the distributor reported that during surgery, the nurse attached the screw to the screwdriver. The screw seemed well locked when in fact, the extremity of the screwdriver was not introduced onto the screw head. It appeared that it was not possible to introduce the screw driver onto other screws. Add'l info received on 23 apr 2008: the distributor reported that the surgeon used the other driver within the kit to finish the case as intended. There was a 10 minute delay in surgery. There was no reported injury to the pt. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.